Event description:
The manufacturer received information alleging the ventilator is not working and an inoperative condition occurred on the device. In addition, the customer stated a loud alarm occurs on the device when it is turn on. There was no report of the device being in patient use at the time of this issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor was replaced to address the issue.